Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully and instructed the caller to report if the malfunction code recurred. The customer acknowledged and understood these instructions, and there were no further issues reported after resetting.